Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm permanent cautery hook instrument had physical damage. It was unknown if the fragments were retrieved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was inspected and compared to an in-house instrument. No damage was found. The part was returned with a reported complaint that does not affect functionality. The grey input disk outside the housing is part of the design. No damage was found. No product issue was identified.